Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right ventricular lead was non-capturing. The lead was capped on (B)(6) 2021, and a plug was added to the rv port of the pacemaker. The patient was in stable condition.